Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with monitor. The cause for the failure was isolated to an electrical short on u713 component on the distribution node pca. The root cause for the defective u713 could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor contacted zoll to report that a patient was experiencing a service code 204 (belt/monitor unusable).